Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior pancreaticoduodenal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter and an angiographic catheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the smart coil beyond the hub of the microcatheter and subsequently, the coil became stuck. Therefore, the smart coil was removed. The procedure was completed using seven other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 15.0 cm, 58.0 cm, 98.0 cm, 102.0 cm and 103.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The embolization coil was returned advanced distal to the introducer sheath. Conclusions: evaluation of the returned smart coil revealed offset coil winds on its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Further evaluation of the device revealed pusher assembly kinks. Some of these kinks were a result of forceful advancement against resistance during the procedure and some of the kinks were likely incidental to the reported complaint and could have occurred during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.